Event description:
It was reported to philips that the system was unable to generate x-rays the device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic coronary procedure was completed as planned after a restart of the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the generator was busy starting up and no x-ray was possible. A philips field service engineer (fse) visited the site and confirmed that the generator failed at maximum power. The fse checked the logfile and verified the failure. The fse replaced the high voltage (hi vo) transformer. Analysis of the log file confirmed the generator malfunction. After the replacement of the hi vo transformer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.